Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was oversensing of noise leading to pacing inhibition with possible asystole greater than two seconds. The noise was generated from electromagnetic interference (emi) with use of electrocautery during a procedure. Boston scientific technical services (ts) advised the medical professional to use a magnet for cases like this in the future. The pacemaker remains in service and no adverse patient effects were reported.